Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. The patient had five myomas. The biggest myoma was 10 cm in diameter. The myomas were cut in the order of diameter from smallest to biggest. When the last myoma was cut , the surgeon heard an abnormal noise from the device and then the blade did not come out from the sheath. After the surgeon tried to grasp the trigger more than ten times, and the blade could come out, the surgeon opined that it was dangerous if the blade was left exposed. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate/extend during the evaluation.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.